Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please confirm if during the last firing of the device was the device fired plastic to plastic. - yes were staples deployed? ¿ only halfway. If so, was the staple line complete? ¿ no, staples were deployed until half in length of the anvil. If so, were the staples the appropriate b-shape form? ¿ no, staples appeared to be malformed. Did the device cut? ¿ only halfway. If so, was the cut line complete? - no. How many strokes were able to be completed in 3 stroke progression of firing the device during the alleged issue? ¿ surgeon reported 3 strokes, couldn¿t complete the fourth on what firing of the device did the issue occur? ¿ 3rd stroke what color cartridge was used? ¿ green. What was the procedure? ¿ lap anterior resection. How was the second surgeon able to get the device released? ¿ it took the surgeon 45 mins to release the device, had to force the anvil and the blade back with other surgical instruments. The patient sub sequentially had a leak, but has since been discharged and recovery seems to go well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap bowel resection, the device got stuck mid surgery when fired on the bowel, the surgeon could see the blade stuck half way but wasn¿t able to retract it. The side lever used to reverse the blade did not work and the back button was not working. The surgeon tried to force the jaws open but wasn¿t working. In the end they had to call in a second surgeon to help push the back button and manage to get it to work after many attempts. The surgery had to switch from lap to open, a second device was open to continue the surgery. The surgeon had to use the second device to staple just before the first one, to release the instrument from the bowel. No significant consequences have been reported for the patient.